Manufacturer narrative:
The quality investigation is complete. H3 other text : device not returned.

Event description:
It was alleged that a spinejack implant entered the spinal canal of a patient during a procedure approximately one year ago. The event was reported secondhand by a different surgeon. No additional information was provided.

Manufacturer narrative:
Device not returned.

Event description:
It was alleged that a spinejack implant entered the spinal canal of a patient during a procedure approximately one year ago. The event was reported secondhand by a different surgeon. Attempts are being made to obtain additional information.